Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred by applying stress such as the following. ·physical stress such as rubbing or hitting insertion section ·chemical stress by conducting reprocessing not recommended in IFU (reprocessing manual) ·stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) The event can be detected/prevented by following the instructions for use which state: IFU (operation manual) warns about applying external stress to insertion section as follows: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns about reprocessing not recommended in reprocessing manual as follows: 1.4 precautions: if cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. IFU (reprocessing manual) warns about storage of endoscope in inferior environment as follows: caution store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of " the state of the operating channel must be check." No harm was reported. No patient harm, no user injury reported . Device evaluation found the coating of the insertion tube is peeling off along its entire length. This report is being submitted due to the finding of coating of the insertion tube is peeling off along its entire length (deterioration, peeling of the coating of the insertion section greater than 1x1 mm2) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation: service repair noted the results of inspection did not show any defects of the channel, however, peeling of the coating of the insertion tube along its entire length was observed. This condition is due to deterioration likely as a results of wear and tear from use and disinfections. Furthermore, the following defects were identified during device inspection: bending angulations out of specifications; universal cord perforated; distal end was found damaged. Insertion tube protector found damaged. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer, the following information were provided: the reported issue was due to sheath leak. No piece of equipment fell into the patient, the event happened after a bronchial fibroscopy procedure. There was no patient harm reported. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to inform correction to d9 of the initial medwatch. The device receipt date should be 03-feb-2023 and not 02-feb-2023 . Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.